Event description:
It was reported that the pt underwent a balloon ablation procedure. Pre-op vital signs were unremarkable. The procedure went without difficulty and the pt was discharged to home. A week later the pt presented to the ER with pain. Pt had an abdominal cramping like pain, temp of 101 f and a slightly elevated white blood cell count of 15. Pt did not have an acute abdomen. Pt was admitted to the hosp. It was decided to perform a laparoscopy. Laparoscopy showed an edematous, reddened and inflamed left fallopian tube. There was also filmy exudate in the pelvis. A surgeon was brought in to determine bowel integrity. The bowel was fine. The left fallopian tube was removed. Pathology showed acute salpingitis with perforation. The pt did well following the surgery and was discharged.